Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The therapy receptacle connector assembly was replaced and then, proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device had failed its most recent user test. It was also indicated that the device might not be able to deliver therapy. There was no pt use associated with the reported event.